Event description:
New implant - when the device was connected to 6947 - got lots of noise/oversensing when you moved it at all. Disconnected and reconnected several times without a fix. Attached a new device and got no noise. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; grommet damage was also noted.